Event description:
The catheter was placed on the patient. Povidone iodine was used to disinfect the catheter prior to placement. Plasma exchange and hd were executed each for 2 hours on the following days: three days after placement, five days after placement, 9 days after placement, and 12 days after placement. Blood leak at luer lock connector occurred during plasma exchange on the 12th day. The amount of blood loss was estimated as 50ml. A crack on the luer lock connector was confirmed with naked eye and the catheter was removed and replaced. The hospital used ethanol for disinfection of the connector before each treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.